Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "seroma", "early capsule contracture". Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, pain in breast, swelling, sore back, nausea, fatigue and implant exchange due to patient's concern with textured product.

Event description:
Patient reported left side "pains, swelling, fluid around the implant" and implant exchange due to concern with textured product. Patient also reported "sore back, nausea and fatigue"; these events are not device related. Device remains implanted.